Event description:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (forced to undergo one or more surgeries to remove one or more of the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (forced to undergo one or more surgeries to remove one or more of the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-nov-2018: quality-safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: endometrial cavity"), pelvic pain ("pelvic pain / pain") and genital haemorrhage ("heavy abnormal bleeding") in a 41-year-old female patient who had essure (batch no. 922606) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight and spinal fusion surgery. Concurrent conditions included back pain, neck pain, depression and ovarian cyst. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). On (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 3 years 11 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown and the dyspareunia, fatigue, weight increased and alopecia was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, device expulsion, dyspareunia, fatigue, genital haemorrhage, pelvic pain, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 180 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Ultrasound pelvis - on an unknown date: 1. Thickened endometrial complex 19 mm etiology unclear without focal mass appreciated. 2. Left ovary not seen. 3. Small right ovarian cyst. 4. No other abnormality identified. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-apr-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: endometrial cavity"), pelvic pain ("pelvic pain / pain") and genital haemorrhage ("heavy abnormal bleeding") in a 41-year-old female patient who had essure (batch no. 922606) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight and spinal fusion surgery. Concurrent conditions included back pain, neck pain, depression and ovarian cyst. On (B)(6)2012, the patient had essure inserted. In (B)(6)2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6)2013, the patient experienced alopecia ("hair loss"). On (B)(6)2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 3 years 11 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2016. At the time of the report, the device expulsion, pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown and the dyspareunia, fatigue, weight increased and alopecia was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, device expulsion, dyspareunia, fatigue, genital haemorrhage, pelvic pain, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 180 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.8 kg/sqm. Hysterosalpingogram - on (B)(6)2013: total bilateral occlusion. Ultrasound pelvis - on an unknown date: 1. Thickened endometrial complex 19 mm etiology unclear without focal mass appreciated. 2. Left ovary not seen. 3. Small right ovarian cyst. 4. No other abnormality identified.. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2019: pfs received: reporters were added. Lot number was added. Surgeries were added. Events: device expulsion, dyspareunia, fatigue, weight gain, hair loss were added. Event onset date and outcome were added. Medical history were added. Lab data were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.